Event description:
Based on information provided, two years ago the surgeon implanted product and performed a revision surgery due to a loose set screw. A second revision surgery was performed on (B)(6) 2012 due to a broken 8.5 mm x 50 mm screw. A 8.5 mm x 80 mm screw was removed. The product was replaced the patient is fine.